Event description:
The customer reported the system displayed a file system corruption detected error code message. This error will prevent the system from booting up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Several circuit board and connectors were reseated. Also, the software was reloaded. The system was then found to be operating as intended.